Event description:
The iab leaked. The iab was removed and a second was inserted. (Multiple event to customer complaint number 97-01480). The following was reported to datascope on 2/3/98: when the tip entered the sheath, it appeared as if blood entered the balloon. The iab was withdrawn and a second iab was inserted. [Event complications]: unk-reported 12/8/97. [Pt's current status]: unk-rpt'd 12/8/97.

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.